Manufacturer narrative:
Follow-up #1 date of submission 04/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok and contrast buttons were intermittently unresponsive and required multiple buttons presses to elicit a response. The up and down arrow buttons responded appropriately. There was no visible damage to the keypad but the symbols were worn. Evaluation revealed contamination under all key contacts. The bolus button did not respond to button presses and the internal plug was found to be missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was sticking and the button symbol was worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.